Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a pt who underwent laser insitu keratomileusis (lasik) surgery, reported blur at distance in the left eye. The pt was examined and diagnosed with an apparent central island beginning to form in the left eye. The pt will be examined at a related corporate laser center after a month. There are two related reports for this pt. This report addresses the pt's left eye.